Event description:
A us distributor reported that a patient was experiencing adjust/check belt message, can connection status, and add gel / replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, add gel / replace belt messages, and can connection status) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation, the electrode belt¿s wires were broken near the connector in the ECG cable. The root cause for broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.